Event description:
It was reported, the patient¿s stimulator was replaced. It was noted, the stimulator had ¿just quit working.¿ it was reported, they could not get the stimulator to restart. It was noted, the placement of the stimulator was poor.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).